Manufacturer narrative:
Medwatch sections d. Device identification, d. Manufacturer info, g contact office-manufacturing site (continued g1), and medwatch field g4 PMA / 510k (premarket numbers) updated. The customer stated that the qcs were within the specified ranges. The investigation determined that incomplete or incorrect customer maintenance caused the event (excessive dirt and crystalline material in the sample probe, contaminating the gripper). Product labeling states: "daily maintenance of the e 602 module cleaning probes and nozzles of the e 602 module - to ensure that the instrument measures accurately, you must clean the sample probe, reagent probe, the nozzles of the pre-wash area, and the ecl sipper nozzles." The investigation did not identify a product problem.

Manufacturer narrative:
The cobas e 602 module serial number is (B)(6). The alarm trace did not indicate any issues. The investigation found that the event was consistent with the dirt and crystalline material from the sample probe and gripper falling into the reaction cup during the assay. The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys cea result from one patient sample tested on the cobas e 602 module. The initial result was 5.22 ng/ml. The repeat result was 1.07 ng/ml. The repeat result was deemed correct.